Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro: (B)(4). It was reported that a primary audible alarm occurred. Recently serviced on ro:(B)(4) for force sensor error. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced main pcb (printed circuit board) for preventive measure and upgraded the software. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
Additional information was received indicating the issue was found at the biomed shop. It was reported that the pump was received back from repair and out of the box it exhibited a "backup audible alarm post" error. There was no patient involvement. (Updated h6 event problem patient code), corrected data: updated d10.